Manufacturer narrative:
B3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 mg/dl. The customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. At the time of report the customer had not been released from the hospital and declined follow up from tandem technical support to obtain a release date. Ultimately, the customer reverted to an alternate method of insulin therapy.